Manufacturer narrative:
H3 and h6: the customer wants to have assistance to recover and print out the logs from the intellivue mx450 patient monitor after the patients' death while being transferred to another hospital. The patient was in critical condition before being transferred. The patient was not connected to the intellivue mx450 patient monitor at the time of the death. The remote support engineer instructed the customer to readmit the patient at the central station which recovered the logs and allowed the printing of the data. This issue was resolved by instructing the customer. The patient passed away during transport to another hospital and was not connected to this device at the time of the death. The issue was resolved by the remote support engineer who instructed the customer to readmit the patient at the central station which recovered the logs and allowed the printing of the data. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient died during his transfer to another hospital. The patient was in critical condition before being transferred. The customer wishes to recover the logs following the patient death.